Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found dust/dirt contamination found on the bottom casing, motor, impellers, and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed . The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has dust/dirt contamination found on the bottom casing, motor, impellers, and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with asthma. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.